Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, insulation damage was visually observed on the right atrial (ra) lead. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.